Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text : device not yet received.

Event description:
The distributor reported on behalf of the customer that the device 2603m defib electrode pediatric, radiotrans pads w/medtronic conn, was being used and ¿this is the report that I have received from our ems team: ¿the issue is that the adhesive has failed on nearly all of these regardless of when we have used them. During a cardiac arrest I have several reports of my staff having to hold the pads on the patient with their own hands just to deliver a shock (clearly dangerous for the staff member and a near miss for the patient). There is not a specific lot number that has failed as it has been multiple instances.¿ per further assessment it was found that "I do not have specific patients or dates of the occurrences as this occurred within our ambulance team and they did not note the incident until after the fact. It is my understanding that the packaging was not damaged or compromised, not all incidences occurred during cardiac arrest, and the ambulance team has removed all of the current conmed electrodes from the mobile units and replaced with another brand."there was no impact or injury for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
The distributor reported on behalf of the customer that the device 2603m defib electrode pediatric, radiotrans pads w/medtronic conn, was being used and ¿this is the report that I have received from our ems team: ¿the issue is that the adhesive has failed on nearly all of these regardless of when we have used them. During a cardiac arrest I have several reports of my staff having to hold the pads on the patient with their own hands just to deliver a shock (clearly dangerous for the staff member and a near miss for the patient)¿¿. There is not a specific lot number that has failed as it has been multiple instances.¿. Per further assessment it was found that "I do not have specific patients or dates of the occurrences as this occurred within our ambulance team and they did not note the incident until after the fact. It is my understanding that the packaging was not damaged or compromised, not all incidences occurred during cardiac arrest, and the ambulance team has removed all of the current conmed electrodes from the mobile units and replaced with another brand.". There was no impact or injury for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Examination of returned unused/unopened device 2603m found that the adhesive was sticky, and sticks to the skin as it should. No fault found with this device. The lot number could not be verified for this device. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided a two-year review of complaint history revealed there has been a total of 4 reports, regarding 10 devices, for this device family and failure mode. During this same time frame 3,293,807 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.000003. Per the instructions for use, the user is advised the following: ensure that the patient¿s skin is clean and dry. Remove any substances from the skin (e.g. Lotions, oils, etc.). Tear open the pouch. Using the extended tab of the release liner, remove the release liner from the multifunction electrodes to expose conductive and adhesive areas. (Arrow indicates peel location.) Warning: visually examine the pad before placement. Check that adhesive is intact and undamaged. Do not use any damaged pads, replace pads if necessary. Apply the multifunction electrodes to patient, in accordance with your institution¿s protocol, by firmly rolling the electrode from top to bottom. Ensure that the total surface area of the electrode is in contact with the prepared skin. Warning: always apply electrodes to flat areas of skin. If possible, avoid folds if skin such as those underneath the breast or those visible on obese individuals. Inadequate pad adhesion can lead to arcing or skin burns. Poor electrode pad-to-patient contact may result in defibrillator alarm, prompt or other indication. We will continue to monitor per regulatory requirements to help ensure patient safety.